Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately and met all design specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that upon interrogation of this implantable cardioverter defibrillator (ICD) there was an out of range message. Tones were heard with a magnet application. Upon using another programmer there was a >125 shock ohms on this defibrillation lead. Further information provided notes that a commanded test showed a shock impedance of 101 ohms. The range had been 95-110 ohms over the life of the device and was 90 ohms at implant after a 21 joule shocks. No full energy shock was done at implant. A boston scientific technical services (ts) consultant discussed reasons for high impedances and recommended a commanded high energy shock to make sure have good connection. To date, there have been no reported patient symptoms associated with this clinical observation. Resolution was requested from the field. New information received indicates that this device was explanted for normal battery depletion.